Event description:
It was reported to boston scientific corp in 2008, that during an endoscopic retrograde cholangiopancreatography (ercp) in which a stonetome was used the balloon popped in the common bile duct. The procedure was completed with a second stonetome sphincterotome and there were no complications reported with this event.

Manufacturer narrative:
The suspect device has not yet been returned, therefore, we are unable to determine the relationship between this device and the cause of the balloon rupture. The 2008 15 month complaint trend report for the stonetome product family, inclusive of all failure modes, was reviewed; no adverse trends were noted.